Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to excessive vomiting and gastro paresis. Customer needed assistance with setting up temp basal. Customer was hospitalized on (B)(6) 2017 with blood glucose in the 300 mg/dl. Customer was not able to stay on the phone or give more hospitalization information due to needing to go to the restroom. Customer was assisted with programming.